Event description:
The customer contacted baxter's technical service center to report a connection issue with the disposable cassette while on the home choice (hc) device during dwell 1. The home patient (hp) stated that the heater bag became disconnected and there were no alarms. The hp requested assistance to end therapy so that she can start over with new supplies. The baxter technical representative (tsr) assisted as requested. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the home patient (hp) regarding the reported connection issue. The hp stated that the heater bag disconnected because of her own use error of not properly connecting.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint was confirmed. The cause was use error - incomplete connection. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.